Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6). Customer alleged the pump for under delivery. Customer¿s blood glucose values were 500mg/dl, 464mg/dl and 189mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with shots. The customer was wearing the insulin pump during the hospitalization. Customer stated the backlight did not work. The drive support cap was flush. Customer also complained about absence of no delivery alarm. The insulin pump will be returned for analysis.